Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead displayed increasing pacing impedance measurements, ultimately reaching greater than 2,000 ohms. Threshold measurements were reportedly steady and within acceptable limits and no noise was observed. To date, no adverse patient effects were reported as a result of this clinical observation.